Manufacturer narrative:
Product evaluation: the lens was returned for analysis. Solution and optic damage were observed. Results from the product history record review indicated the iol met release criteria. The account indicated the use of an unapproved viscoelastic. Root cause: no root cause can be determined for the reported complaint based on the results of the investigation. A failure to follow the dfu occurred with the use of an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. Due to the presence of surgical solution on the lens, the observed lens damage is most likely related to customer handling. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2011 and 06/03/2011 by phone, fax and mail a completed questionnaire was received on 06/08/2011. Medical records were received on 06/10/2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a competitor's lens due to the patient having decreased vision. Medical records were also received which indicated that, before the exchange, the patient experienced decreased visual function due to poor vision from dysphotopsia. In a follow-up, the ophthalmic technician reported the event resolved following lens exchange. Additional information received also indicated that an unapproved viscoelastic was used during the initial surgery.